Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that on (B)(6) 2024 the patient experienced feeling sick/vomiting sweating .the time and date of hospitalization is (B)(6) 2024 at 11 am . The length of hospitalization is 4 days and the patient when admitted to hospital the blood glucose level was 26mmol and at the time of call 59 mmol/l. And the reason of hospitalization is patient facing high blood glucose level and dka seizure or diabetic coma. Patient also got issue of ketones level. No further information available.